Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device was connected to the device when the user did not adequately dry the electrical contact point of the video connector or when there was a foreign object (chemical residue, water cerumen, sebum staining, dust, gauze, etc.). An unstable electrical contact or point may lead to a failure to communicate between the scope and the video controller, status in no or flashing images. No problem detected with the device. The following information is provided in the instructions for use when connecting the video connectors with the electric junction in a well-dried condition which may have prevented the issue, "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset was returned to the service center for evaluation. The reported no image / flashing with 180 scopes was not confirmed as the device was tested with olympus test equipment and the device functioned appropriately. No issues were found and the device was returned to asset stock. The asset was last serviced on august 13, 2021. No problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that the asset/loaner evis exera iii video system center had an image (reportable) malfunction during receipt inspection of the asset. The image on the monitor was reportedly flashing when using 180 series type endoscopes; works with 190 series. No patient involvement was reported. The unit will be returned for evaluation.